Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation of the suggested phenomenon of "c-cover [plastic distal end cover] burnt and melting around the instrument channel outlet on the distal end side". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the use of a high-energy instrument without sufficient distance from the tip that may have led to the burning of the tip cover. It is suggested to the user facility to continue to handle the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
From information received via diligence with the user, it was reported that the c-cover (plastic distal end cover) was burnt and melting around the instrument channel outlet on the distal end side.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the locations where the foreign material was detected. Hence, the cause of the material remaining could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". It was unknown if the reprocessing was conducted in accordance with IFU (instruction for use) from the obtained information. Olympus will continue to monitor field performance for this device.